Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel surgery. Patient gender: unknown. According to the reporter: after the surgery a post-op leak was noticed, and the patient was returned to the operating room. Patient expired. No additional information available at this time.